Manufacturer narrative:
Investigation summary the complaint of false positive results with the biogx sars-cov-2 assay was reported against the max instrument catalog number 441916, serial number ct1342. The complaint is unable to be confirmed with the information present. The instrument met all required bd specifications. The root cause is unknown. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. If additional information is received in the future, this complaint will be re-opened and re-investigated. Bd quality did not receive any returned parts or instrument for investigation. No parts or materials were returned as a part of this complaint investigation. No new risks, trends, or hazards were identified based on this investigation. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while using the bd instrument max clinical 12 false positive results were obtained by the laboratory personnel. The customer identified that it was a false positive due to an irregular curve. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd instrument max clinical 12 false positive results were obtained by the laboratory personnel. The customer identified that it was a false positive due to an irregular curve. There was no indication that results were reported out and there was no report of patient impact.